Event description:
The customer originally called reporting they were receiving an error 3 message which would not allow them to "text" with their adc meter. During the course of investigation it was discovered that the meter had suffered the memory overwrite malfunction and the uom was selectable. There was no report of death, serious injury or mistreatment noted.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to (mg/dl). Connected meter to pc. Download glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Error numbers 0204, 0800, errors were found in error log. E3 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.